Event description:
On (B)(6) 2011 customer reported a hydropneumatic smart module communication error, on the dxc 800 pro instrument, followed by a fluid leak from the 10 psi air pressure regulator. Customer was unable to determine the type of fluid and a decision was made to file an MDR in the event that the fluid could cause serious injury upon contact. The customer resolved the problem by first pressing the stop function and then the home function. No injuries were reported and no erroneous results were generated or reported out of the laboratory. No further instrument leaks have been reported.

Manufacturer narrative:
Customer resolved the leak from the air pressure regulator by stopping the dxc 800 pro instrument and then pressing the home function. No leaks have been reported to the manufacturer since. (B)(4). Customer resolved the issue.